Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that this occurs frequently. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime due to faulty force sensor. The device was received with cracked case display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.